Manufacturer narrative:
Used for constipation.

Event description:
It was reported the patient experienced an "allergic reaction" and weight gain over the last two weeks. An enema was reportedly necessary to use the bathroom. The patient also experienced bloating and severe neck pain. The symptoms reportedly begain after "unapproved" drugs were put in the patient's intrathecal drug delivery pump. The patient did not want treatment with narcotics and was under the impression the drugs to be used in the pump were "a mixture of 15-20 analgesics". The pump currently contains dilauded, marcaine, and clonidine. Per the reporter, the physician was reportedly "planning to replace the dilaudid with a form of fentanyl". The patient was reportedly hospitalized due to the medications and reported being "allergic to dilaudid and had gained 40 lbs in 2.5 weeks". The patient was requesting the pump be stopped and use the patient programmer to give boluses as needed. The patient was also requesting demerol be used in the pump if the pump was used. The patient indicated he was told "demerol was not available for use in the pump". Additional information received indicated the patient has a history of trying to manipulate. The patient and physician met in early 2009 to discuss the patient's care. At this time the patient and physician will continue to work together. The event was not attributed to the device. No explant or revision is scheduled. The drug used in the pump is fentanyl 100 mcg/ml at 300 mcg/day and marcaine 10 mg/ml at 3 mg/day. The patient's symptoms included constipation and urinary retention. No treatments or interventions took place. The patient outcome was reported as "no injury. It was noted "the patient was frustrated with his constipation and wanted to talk to someone. No actual injury or incident occurred. His constipation was improving".